Event description:
Reporter alleged that advantage blood glucose test strips were labeled with an expiration date of 11/30/08. The manufacturer's records show the actual expiration date to be 11/30/05. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. The reporter disconnected before a request could be made for the return of the suspect device or replacement product could not be offered; thus, no product will be returned for evaluation.